Event description:
On 04/10/2024, infutronix received a report that a pump had power issue - device powers self off. The infusion cannot resume without causing delay in treatment. No patient was harmed. Device was requested to be returned.

Manufacturer narrative:
Upon review the unknown device cannot be located because there is no information provided with this device such as serial number. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. This MDR will be reopened and updated in the event the device involved or additional information becomes available.